Manufacturer narrative:
Concomitant medical products: bis-bis-40 crdm adaptor implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for high and undefined impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.